Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used in the esophagus during a gastroscopy procedure on (B)(6) 2011. According to the complainant, the speedband superview super 7 multiple band ligator device was appropriately set up prior to the start of the procedure. During the procedure, the operator attempted to deploy the bands; however, they would not deploy. The trip wire was cut and the scope was removed from the patient. Upon examination of the device outside the patient, it was noticed that the bands were "crossed" over each other. Another speedband superview super 7 multiple band ligator device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that there was residue present on the entire device. The suture and trip wire were found entangled around each other. Subsequently, the suture and trip wire were untangled and the suture was found to be threaded over only three teeth of the ligator and was still tied to the suture hole on the inner diameter of the ligator. The trip wire was bent/kinked in several locations along its length and was found to be cut near the proximal end. Additionally, the trip wire was wound onto the spool. Slight indentations were found on the groove of the spool. The bands of the ligator were stacked-up on one another and the teeth of the ligator were damaged. The velcro strap was attached to the handle and no damage was observed to the strap. The injection septum had detached from the base assembly and there was an indentation on the upper edge of the injection septum as if the trip wire had been drawn across it. Functionally, the trip wire can be cinched and the spool was able to be rotated and clicks with every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation confirmed that the suture had detached from the teeth of the ligator, with the exception of one. If the suture becomes detached from the teeth on the ligator and an attempt is made to deploy the bands, the suture can be pulled through the housing of the ligator without deploying the bands. Based on the evaluation conducted and the details of the complaint, it is probable that the difficulties encountered in deploying the bands were most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. However, it was reported that the device was used prior to its expiration date. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Additional information: boston scientific corporation was made aware of this event on (B)(4), 2011; however, the procedure occurred approximately 1-2 weeks prior to this date.